Manufacturer narrative:
Per customer, qc had been acceptable prior to running these samples in duplicate mode. The customer's in-house biomed replaced the glucose module reagent syringe. They performed maintenance afterwards and per customer, that was when the problem occurred. Bci field service engineer (fse) was dispatched, inspected the instrument and found no hardware issues. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 2 glucose (glu) patient results generated by the synchron lx20 pro analyzer that were falsely low when running in duplicate mode. There was no affect to patient with regard to this event.